Manufacturer narrative:
Data analysis performed on inr results provided by customer: therapeutic donor testing with returned meter, sn - (B)(4) and retain strips, ln - 312528; functional testing on inratio meter sn - (B)(4). Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Testing of retain strips on the returned meter met both accuracy and precision criteria. Investigation of the returned meter did not uncover any deficiencies. The meter continues to meet spec. Root cause could not be determined from the info provided by the customer. As review on (B)(4) 2013, (B)(4) discrepant result complaints were reported for lot #312528, yielding a complaint rate of (B)(4). Due to this low occurrence rate below the action thresholds monitored by qa for corrective action; no further action is required at this time. This issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date (B)(6) 2013, inratio inr 1.0, laboratory inr 3.3. The time between testing was reported as a few minutes. Therapeutic range 2.0-3.0 for pt. There was no reported adverse pt sequela. There was no add'l info provided.